Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.25x20mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during unpacking, it was noted that there was no stent was crimped on the balloon. No patient complications were reported.